Manufacturer narrative:
It is hypothesized that during use excessive force was applied to the installer at an angle which resulted in a torsional load being applied to the distal tip of the installer. The installer is not to used either during installation of deinstallation at an angle.

Event description:
It was reported that the tip of the installer broke off while trying to manipulate tge cage and fell off into the patient, tip retained in patient.